Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead implant attempt, there was a lot of resistance when maneuvering the lead in the introducer and it was difficult to insert the stylet. Once positioned, the initial lead pacing impedance measurements were normal via the analyzer, but high pacing impedance was exhibited via the device. The lead was tested again through the analyzer and displayed high pacing impedance. It was also noted that the lead screw looked ¿strange¿ as it was not screwed out, although the lead held during a stress test. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.